Manufacturer narrative:
Updated field: b4, d8, g3, g6, h2, h3, h6(type of investigation), h11. The iab was returned with the membrane completely unfolded and no blood on the device and components returned. The sheath returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 76.2m and 67.8cm from iab tip. The optical fiber was found to be broken approximately 71.4cm from the iab tip. The extender tubing and three-way stopcock were also returned. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Record ID- (B)(4).

Event description:
It was reported that immediately after insertion, the intra-aortic balloon (iab) was connected to the cardiosave and pressed start, but an "optical sensor fault" alarm and message appeared and sensor blood pressure could not be obtained. The customer unplugged and reconnected the sensor connector and cleaned the light receiving part on the catheter, but this did not resolve the issue. An a-line kit was connected to the inner lumen to ensure iab tip blood pressure, and iabp treatment continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1(contact person mfg site), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11 due to character limit in block e1 full event site name: (B)(6) hospital. The iab was returned with the membrane completely unfolded and no blood on the device and components returned. The sheath returned covering the catheter tubing. Two kinks were observed on the catheter tubing approximately 76.2cm and 67.8cm from iab tip. The optical fiber was found to be broken approximately 71.4cm from the iab tip. The extender tubing and three-way stopcock were also returned. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.